Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided b3: date of event unknown / not provided e1: last name unknown / not provided a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation

Event description:
It was reported that patient was seen in his general dentist office when his dentist noticed inflammation around implant #30. Patient was sent to our office for us to examine the implant. After examination of the implant. Dr. Scanlon explained the implant needed to be removed due to infection. Implant was removed in office on (B)(6) 2024.